Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had insulin pump error alarms. The customer¿s blood glucose level was 172 mg/dl. Customer stated that the alarms occurred again during the load reservoir and fill tubing process. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with constant pump error 38 alarm due to moisture damage at motor assembly noted. Unable to verify pump error 130 and pump error 43 alarm due to pump error 38 alarm noted.